Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), h3: analysis of the battery pack (s/n (B)(6) revealed that the complaint was unverified; battery charged when placed in known good 97745 and was read by battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that for a couple days the equipment was working fine, however on saturday morning the controller battery was stuck at 60% and would not charge to 100%. Patient had their implant charge to 90%, but then the controller had to be plugged in again. Caller stated they let the controller charge for over an hour and it would not gain a charge. Caller stated that now the controller would not charge at all. Agent had caller remove the battery pack from the controller and connect controller to ac power supply without battery pack inserted; caller confirmed controller powered on. Caller reinserted battery pack and confirmed there was no green solid or flashing light above the screen. Caller confirmed no visible damage to controller port. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. On march 27th, pt rep called from number on file. They said the controller does charge up a little bit now with the new bp, but it took all night just to get it up to 40 percent. Pt says the pt can charge up ins with no issue, so issue must be ac power cord. Emailed repair dept to send replacement ac power cord. On march 28th, pt rep called back and said the new ac power cord did not resolve controller charging issue. Emailed repair to send replacement controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.